Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, a problem occurred with the device. The procedure was cancelled due to this event. The exact nature of the device failure was not reported. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable.